Manufacturer narrative:
Additional information :the lot number was manufactured between may 27, 2018 and june 02, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch mw5080731 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 250 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from an unspecified location. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.